Event description:
It was reported that an angio-seal was selected for use in the right groin. Four hours later, the pt complained of numbness in the leg. The pt's right extremities were cold and had no palpable pulses in the right leg. The pt returned to the cath lab and a peripheral intervention was required to re-open a closed artery. The pt left the cath lab with good pulses. The pt left the hospital the next day in stable condition.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.